Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl and other relevant blood glucose levels were 422 mg/dl and 536 mg/dl. Customer declined for troubleshooting of high blood glucose. Customer was using auto mode when they could but because of blood glucose they were using manual mode more. The insulin pump will not be returned for analysis.